Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having blood glucose of 300 mg/dl and was advised by healthcare professional to go to the hospital. Customer went to the hospital on (B)(6) 2016 with blood glucose of 184 mg/dl. Customer was treated and released in 2 hours with blood glucose of 126 mg/dl. Customer was wearing insulin pump at the time of hospitalization.